Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage was noted. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated and then a 2.50x16mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The tip of the stent was felt to be kinked. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage was noted. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated and then a 2.50x16mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The tip of the stent was felt to be kinked. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4).